Event description:
It was reported the patient never received effective stimulation with her scs system. It was also reported the patient needs to undergo surgical intervention for her back and have an MRI performed. Subsequently, the pt underwent surgical intervention and her scs system was explanted. It is unk the exact date the surgery took place.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.